Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that before the patient was enrolled in the study, they were implanted with a thalamic stimulation system on (B)(6) 2005 that included 2 extensions, 2 leads, and a implantable neurostimulator (ins) battery. After a while, they decided to try a pallidal stimulation system so 2 new extensions, 2 new leads, and a new ins battery was implanted; the thalamic stimulation system was shut off and remained in the patient. Thereafter, the thalamic system was turned back on and the pallidal system was turned off. Then, on (B)(6) 2015, the patient was enrolled in the clinical study with a battery change for the active thalamic stimulation system; the lead and extension serial/lot numbers were unknown. The ins battery was again replaced due to normal depletion on (B)(6) 2016. On (B)(6) 2016 the patient was admitted because of increased tics and the left extension was repositioned and cleaned to improve the connection between the battery and the extension. Lastly, on (B)(6) 2017, it was decided to remove the old thalamic system (2 leads and 2 extensions) and the pallidal system (2 leads, 2 extensions, and 1 battery), and implant 2 new leads and two new extensions due to the patient complaining of renewed tic increase; the thalamic battery was not replaced. No further complications were reported/anticipated.

Manufacturer narrative:
It was determined that report number 9614453-2016-05784 is a duplicate of this event (report number 9614453-2017-00894). To this end, all additional information will be submitted under report number 9614453-2017-00894. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported the patient had a tic increase and tingling sensation in the whole body. Diagnostics included the patient reporting the event on (B)(6) 2016. Interventions involved an x-ray on (B)(6) 2016. The battery was repositioned to insert it deeper and the area around the left extension was cleaned. Both interventions occurred (B)(6) 2016. Etiology was noted as possibly related to the device or therapy, unlikely related to the implant procedure and not due to programming. The patient's most recent programming and interrogation prior to the event had occurred (B)(6) 2016. The event was considered ongoing. Additional information received reported etiology was updated to possibly related to the implant procedure. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017. Additional information was received from a manufacturer representative (rep). It was reported that the extension was repositioned and an x-ray was performed on (B)(6) 2016. Follow-up is being conducted to obtain clarification on if the implantable neurostimulator (ins) and/or the extension were repositioned. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the operation was an action to verify if there was nothing wrong with the device/system as previous impedance measurements did not yield any abnormalities. Impedances were again checked during the procedure, but again, no anomalies were found; the implantable neurostimulator (ins) was placed deeper. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products:: product ID 37601 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type implantable neurostimulator product ID neu_unknown_lead implanted: (B)(6) 2005 explanted: (B)(6) 2017 product type lead. Product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2005 explanted: (B)(6) 2017 product type lead product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2017 product type extension product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2017 product type extension. Other applicable components are: product ID neu_unknown_lead unknown explanted: (B)(6) 2017 product type lead product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_ext serial# unknown explanted: 2017-01-18 product type extension product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2017 product type extension. Please see report number 9614453-2017-00894. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a tic increase. The diagnostic methods included the patient reporting the event on (B)(6) 2016. The etiology was noted as being possibly related to the device/therapy, possibly related to the implant procedure, and not due to programming. The patient's most recent programming date prior to the event was on (B)(6) 2016. The actions/interventions included explanting and replacing the leads and extensions on (B)(6) 2017; the issue was resolved without sequelae. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to possibly related to the device/therapy, but not related to the implant procedure or programming. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was no extra troubleshooting performed, however, the health care provider (hcp) decided to remove and replace the entire system; the leads were previously placed in the gpi. It was then stated that the new thalamic leads/extensions did not contain any device issues. It was also noted that the tics decreased, but are not optimal yet; the event was considered resolved with sequelae on (B)(6) 2017. No further complications were reported/anticipated. Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for depression. It was reported that both of the leads and extensions were explanted and replaced for a system modification. No outcome regarding the issue was provided. There was no known impact or consequence to the patient. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the initial serial numbers of the leads and extensions were unknown. It was also noted that the on (B)(6) 2016, the left extension was repositioned and cleaned. It was then stated that the patient has had two systems, pallidale and thalamic system , the combination was not optimal so the neurosurgeon decided to remove both of the systems and replaced them with one thalamic new system. This was done to reduce the tics. A in-patient hospitalization was also noted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was clarified that the event remained unresolved with no further actions planned. No further complications were reported/anticipated.